Manufacturer narrative:
The customer contacted the customer care solutions center for remote troubleshooting support. Log files and strips were collected and analyzed. The strips are consistent with a leads off or intermittent ECG lead event occurring at 1:13:54. The sporadic signal seen shortly after this is consistent with artifact coming likely from lead or electrode intermittent contact. The ¿I¿ labels noted have been assigned by the arrhythmia algorithm to indicate a technical inoperative condition is active or inop. The system cannot at this point reliably analyze the ECG because there is no valid signal present. At 1:19:36, contact returns as the system now has the ability to assign an ¿m¿ for missed beat label which means either the electrodes are making contact again or some other change has occurred allowing signal processing to resume. This is intermittent because once again at 1:19:42 we see more ¿I¿ labels although we had enough of a signal coming in to call an - asystole alarm which was logged at 1:19:47 per the logs. During the times the ¿I¿ labels were noted, ECG leads off inop would be expected to occur however this version of the device software did not have the capacity to store/track yellow or inop alarm events for all devices therefore it could not be confirmed whether or not a leads off alarm was provided or not at the time of the loss of ECG electrodes. Log files were reviewed by research and development staff who found nothing to support any issue with connectivity of the device being an issue. The customer indicated they tested the system with the telemetry device involved for 3 days and could not reproduce any issue. The central monitor remains in use. The customer has been provided with the results of the investigation. The device is considered to possibly have been a factor in the death as staff indicate so and philips could not determine with assurance that an inop was provided at the time of the loss of electrode/lead contact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a telemetry patient on tel 11 coded and expired on (B)(6) 2017. The patient's ECG showed interference (noise) and then the ECG channels showed flat lines. The caregiver said no ECG leads off alarms were provided; an asystole alarm occurred at 1:19:40. The patient coded and expired.